Event description:
It was reported during a gastroplasty procedure that the device stapled, but did not cut. The case was completed with another device. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: one long45a device was returned in good visual condition and loaded with a ? Partially fired 6r45b cartridge that was noted to have the lockout tab damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the pinion axle support was damaged. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state: "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device."